Event description:
It was reported that stent damage occurred. After opening the package during preparation of a percutaneous coronary intervention (pci), the 28x4.50 omega¿ stent was found to be damaged. Half of the struts were pulled away from the balloon. This device was not used on the patient, so there were no patient complications. The procedure was completed with a different device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Pateint age at time of event: over 18 years old. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the shaft of the device. Microscopic examination revealed that the distal portion of the stent had struts that were flared, bent and stretched over the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. After opening the package during preparation of a percutaneous coronary intervention (pci), the 28x4.50 omega(tm) stent was found to be damaged. Half of the struts were pulled away from the balloon. This device was not used on the patient, so there were no patient complications. The procedure was completed with a different device. This product is only ous approved but it is similar to an approved us device.